Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. The mother reported a blood glucose reading of 416 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test as well as the high pressure test. The mother and the medical doctor both wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.